Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels that resulted in a signal artifact monitor (sam) episode, and the minute ventilation (mv) sensor was disabled. The sam episode also showed high out of range pacing impedance measurements. Further evaluation was recommended by technical services (ts). The device remains in service. No adverse patient effects were reported.